Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 26-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('x-ray showed the implant was out of place') and triple negative breast cancer ('triple negative breast cancer') in a 38-year-old female patient who had essure (batch no. 901340) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "x-ray showed the implant was deformed" on (B)(6) 2012. Medical conditions: allergic to nickel, no tests were performed prior to placement. She had mentioned it to the anaesthesiologist. Concurrent conditions included nickel sensitivity and anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pain, sometimes diffuse, sometimes acute in area of one implant, impossible to do certain sports (running, jumping) without having terrible pain in the days after"), back pain ("back and lower back pain"), dysmenorrhoea ("menstruations became more and more painful/ intolerable"), headache ("headache"), multiple allergies ("permanent allergies"), eczema ("three weeks after placement eczema, persistent since then"), haematochezia ("bleeding at stools"), arthralgia ("hip pain, joint pain"), syncope ("violent fainting spell"), malaise ("followed by a year of episodes of faintness"), epilepsy ("slight epilepsy (after malaise) for one year"), dizziness ("a year of dizziness"), fatigue ("a year of incapacitating fatigue"), alopecia ("constant hair loss"), dark circles under eyes ("circles (under eyes)"), conjunctivitis ("conjunctivitis"), immune system disorder ("exceeded and failing immune system") and pallor ("grey skin tone"), 24 days after insertion of essure. In 2017, the patient was found to have triple negative breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced menstruation irregular ("menstrual periods more and more irregular") and spinal deformity ("developed severe curvature of spine"). The patient was treated with surgery (bilateral salpingectomy with partial resection of uterine horns and removal of devices and mastectomy in (B)(6) 2017). Essure was removed on (B)(6) 2017. In 2013, the epilepsy, dizziness and fatigue had resolved. At the time of the report, the device dislocation, pelvic pain, back pain, menstruation irregular, dysmenorrhoea, headache, multiple allergies, eczema, haematochezia, arthralgia, syncope, malaise, alopecia, dark circles under eyes, conjunctivitis, immune system disorder and pallor had resolved and the triple negative breast cancer and spinal deformity outcome was unknown. The reporter considered alopecia, arthralgia, back pain, conjunctivitis, dark circles under eyes, device dislocation, dizziness, dysmenorrhoea, eczema, epilepsy, fatigue, haematochezia, headache, immune system disorder, malaise, menstruation irregular, multiple allergies, pallor, pelvic pain, spinal deformity, syncope and triple negative breast cancer to be related to essure. The reporter commented: initially she reported she was going to begin looking for a surgeon capable of performing correct removal of device. In follow up in (B)(6) 2017 she reported that event duration was three weeks after insertion ((B)(6) 2012) until removal of devices. Symptoms rapidly resolved after the removal but immune system failed against an early tumor. A breast cancer was diagnosed. Mastectomy in july and chemotherapy at the time of the report. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kgs. X-ray - on an unknown date: assessment: abnormal nos. Results: it was out of place and deformed. Lot number:901340. Manufacturing date:2011/09. Expiration date:2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ha, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('x-ray showed the implant was out of place'), triple negative breast cancer ('triple negative breast cancer') and haematochezia ('bleeding at stools') in a (B)(6)year-old female patient who had essure (batch no. 901340) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "x-ray showed the implant was deformed" on (B)(6) 2012. Medical conditions: allergic to nickel, no tests were performed prior to placement. She had mentioned it to the anaesthesiologist. Concurrent conditions included nickel sensitivity and anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), pelvic pain ("persistent pain, sometimes diffuse, sometimes acute in area of one implant, impossible to do certain sports (running, jumping) without having terrible pain in the days after"), arthralgia ("hip pain, joint pain"), back pain ("back and lower back pain"), the first episode of eczema ("three weeks after placement eczema, persistent since then"), malaise ("followed by a year of episodes of faintness"), epilepsy ("slight epilepsy (after malaise) for one year"), dizziness ("a year of dizziness"), fatigue ("a year of incapacitating fatigue"), the second episode of eczema ("three weeks after placement eczema, persistent since then"), headache ("headache"), alopecia ("constant hair loss"), menstrual disorder ("menstruations became intolerable"), multiple allergies ("permanent allergies"), dark circles under eyes ("circles (under eyes)"), conjunctivitis ("conjunctivitis"), immune system disorder ("exceeded and failing immune system") and skin discolouration ("grey skin tone"), 24 days after insertion of essure. In 2017, the patient was found to have triple negative breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced syncope ("violent fainting spell"), menstruation irregular ("menstrual periods more and more irregular"), dysmenorrhoea ("menstrual periods more and more painful") and spinal deformity ("developed severe curvature of spine"). The patient was treated with surgery (bilateral salpingectomy with partial resection of uterine horns and removal of devices and mastectomy in (B)(6) 2017). Essure was removed on (B)(6) 2017. In 2013, the epilepsy, dizziness and fatigue had resolved. At the time of the report, the device dislocation, arthralgia, back pain, syncope, malaise, the last episode of eczema, headache, alopecia, menstrual disorder, haematochezia, menstruation irregular, pelvic pain, dysmenorrhoea, multiple allergies, dark circles under eyes, conjunctivitis, immune system disorder and skin discolouration had resolved, the triple negative breast cancer and spinal deformity outcome was unknown. The reporter considered alopecia, arthralgia, back pain, conjunctivitis, dark circles under eyes, device dislocation, dizziness, dysmenorrhoea, epilepsy, fatigue, haematochezia, headache, immune system disorder, malaise, menstrual disorder, menstruation irregular, multiple allergies, pelvic pain, skin discolouration, spinal deformity, syncope, triple negative breast cancer, the first episode of eczema and the second episode of eczema to be related to essure. The reporter commented: initially she reported she was going to begin looking for a surgeon capable of performing correct removal of device. In follow up in (B)(6) 2017 she reported that event duration was three weeks after insertion (B)(6) 2012 until removal of devices. Symptoms rapidly resolved after the removal but immune system failed against an early tumor. A breast cancer was diagnosed. Mastectomy in july and chemotherapy at the time of the report. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. X-ray on an unknown date: assessment: abnormal nos. Results: it was out of place and deformed. Quality-safety evaluation of ptc: lot#: 901340, production date: (B)(6) 2011, expiration date: sep-2014. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device shape alteration. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on (B)(6) 2020: health authority confirmed that this report was a duplicate to record # fr--bayer (B)(4) (medwatch 3500a MFR number (B)(4) received on (B)(6) 2017 which will be deleted from bayer safety database after all information was transferred to this record # fr-bayer (B)(4) which will be retained. New: birth date/age, weight, essure insertion and removal dates reported. New events: alopecia, conjunctivitis, dark circles under eyes, epilepsy, haematochezia, headache, hypersensitivity, immune system disorder, menstrual disorder, skin discolouration and triple negative breast cancer. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.